Event description:
User experiencing intermittent discrepant results for digitoxin. The following examples were provided: sample 1, tested: 2007, initial result 4.91 nmol/l, repeated twice, gave results of 29.72 and 25.59 nmol/l. Sample 2, tested: 2007, initial result 24.56 nmol/l, repeated four times, gave results of 30.98, 31.38, 31.86, and 31.07 nmol/l. Sample 3, tested: 2007, initial result 31.66 nmol/l, repeat 17.46 nmol.l. No information provided to determine if results were used to guide therapy. The investigational unit determined additional maintenance was required on the analyzer. Maintenance was performed and the situation improved at the customer site.